Event description:
It was reported that the pump touchscreen appeared fuzzy. Customer¿s blood glucose was 90 mg/dl. No further information was provided regarding this issue. Customer reverted to manual injections for insulin therapy.